Event description:
It was reported that an antcer plate was received by a sales representative that would not engage. The plate was returned for analysis prior to use.

Manufacturer narrative:
The complaint was investigated by reviewing the device history records, the shipping records and performing a visual inspection of the returned product. The returned product met specfications when shipped on 11/17/2006. An examination of the plate determined the plate had been tampered with, therefore, the issue is related to mis-handling of the product. A global investigation of this issue has been performed. The investigation determined that if the plate is tampered with or forced beyond its operating range there is a possibility of failure of the ratchet feature resulting in plate dissociation. Corrective action is being implemented.